Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the insertable cardiac monitor (icm) exhibited a diagnostic anomaly in which the icm detected false atrial fibrillation episodes in response to irregular rhythms caused by premature ventricular contractions (pvcs). It was also noted that p waves were not consistently visible. There was no intervention performed and the icm will continue to be monitored. The patient was in stable condition.